Event description:
The vigilance responsible of the hospital, dr (B)(6), reported an event of loosening of the implanted products. The patient involved underwent a surgical procedure of thr on (B)(6) 1997 due to coxarthritis. On (B)(6) 2012 the patient underwent a revision surgery due to loosening of all the implanted device. The device implanted was pca stem and the rest of items were of a competitor.

Event description:
The vigilance responsible of the hospital, dr (B)(6), reported an event of loosening of the implanted products. The patient involved underwent a surgical procedure of thr on (B)(6) 1997 due to coxarthrtis. On (B)(6) 2012, the patient underwent a revision surgery due to loosening of all the implanted device. The device implanted was pca stem and the rest of items were of a competitor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The exact root cause of the event could not be determined as the devices were not made available for evaluation and no medical information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.